Manufacturer narrative:
Report required by FDA for eua. Relates to (B)(6) (3014862188-2023-00013: test 2 of 2).

Event description:
User reported 2 false negative results. Negative by 4 other rapid antigen tests. This is report 1 of 2. Relates to (B)(6) (3014862188-2023-00013: test 2 of 2).